Manufacturer narrative:
The complaint allegation is not confirmed based on the photo submitted for investigation, as the image only showed the back of the pump and provided the serial number and manufacturing date, without any evidence of an outflow malfunction. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as improper setup or connection of the tubing.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/06/2025, a sales representative reported via (B)(4) that the ar-6480 dw arthroscopy pump outflow side wasn¿t working during a case with no adverse effects to the patient. Additional information was received on 11/12/25. Per the rep, it ended up being a bad cable.